Manufacturer narrative:
(B)(4). Batch # r9513y. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the white tissue pad had fallen off. The fallen piece was retrieved by forceps and was disposed of. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.